Event description:
Reporter indicated that pt was to undergo a procedure to debread the generator site wound because it was not properly healing following an initial implant surgery. Infection was denied by physician. Good faith attempts are currently being made to obtain further information.